Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported urinary incontinence when stimulation was on. An impedance check was performed, disconnected electrodes were identified on both leads. Reprogramming was performed and unable to resolve the disconnected electrodes. A revision procedure was performed, and the evoke scs system was replaced.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. The device information of both leads are identical.

Manufacturer narrative:
Two (2) leads were returned to saluda for analysis. Visual inspection of the first lead identified multiple cuts across the lead exterior which is suspected to have occurred during the revision procedure. Additionally, exposed and damaged conductor cables at the proximal end of the lead were noted. Analysis of the second lead identified a conductor cable break; functional testing confirmed multiple electrode disconnections. Impedance logs from the event were reviewed and confirmed the reported electrode disconnections. The observed conductor cable damage likely contributed to the disconnected electrodes. The cause of the conductor cable damage is unable to be definitively determined.